Event description:
Follow up information reported that the patient had no concerns with their device therapy. It was noted did have a concern regarding a ¿comp chip¿ was sent in but they had not received a replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v388290, implanted: 2010 (B)(6); product type lead product ID 3889-28 lot# v388290, implanted: 2010 (B)(6); product type lead product ID 3031a lot# serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had her device replaced (B)(6) 2013. The old one was taken out because the leads were broken and the battery needed to be replaced. The patient reportedly had 3 incision marks due to being unable to get the wire out. The patient had ¿some problems¿ and came home with a catheter.

Manufacturer narrative:
(B)(4).